Event description:
It was reported that the device's probe and the balloon gauge were checked for re-inflation. In the morning, there was doubt about the deflation, several manometers were used for testing, all showing the same result of deflation. Decision of the anesthetist doctor was to re-intubate the patient. During visual inspection, small air bubbles were seen. After cleaning of the device in a bath and inflating the balloon, air bubbles were again observed at the junction between the tube and the balloon, confirming a leak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H4, d2b: correction.

Manufacturer narrative:
D9: device received on 12/10/2025. H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional test were performed, and the complaint of leakage was confirmed. A leak was observed from the cuff weld seam. The probable cause was due to a welding error during manufacturing in tijuana.